Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for our distributor in (B)(4) are: (B)(4). Eval: our lab eval of the product said to be involved was unable to confirmed the report of incorrect cutting wire orientation. The cutting wire has disconnected from the drive wire at the center cannula joint, approx 20cm from the distal end of the sphincterotome. Due to the disconnection, the cutting wire located at the distal end of the sphincterotome will not respond to handle manipulation and cutting wire orientation can not be determined. The center cannula joint exhibits a break. The area of the break and disconnection is located inside the outer catheter; no section of the device is missing. The sphincterotome was disassembled and the center cannula joint area was subjected to a visual inspection. The sphincterotome broke near the center of the cannula. The catheter has a kink located approx 20cm from the distal end of the sphincterotome. A product discrepancy of anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record and sample test from this lot could not be conducted because, the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval regarding sphincterotome orientation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Separation of the drive wire from the cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could constrict movement of the drive wire when the handle is manipulated in an attempt to bow the sphincterotome. If added pressure is applied to the handle with the elevator and sphincterotome in this position, this could contribute to drive wire separation from the cutting wire. Other factors that can contribute to drive wire separation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Kinks in the catheter can occur if the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: no corrective action warranted at this time because the report of incorrect cutting wire orientation could not be verified. However, this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. Incorrect cutting wire orientation was observed during use. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.